Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-sep-2019 with the following findings: during investigation, the pump booted with a dim/pink screen. The complaint regarding basal change history not matching was reported on (B)(6)2017. According to the pump history, the pump was in use until (B)(6)2017. The pump passed all required delivery and history recording . The available basal change history shows no evidence of inaccurate recordings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. It was reported that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.